Manufacturer narrative:
Event description: it was reported that during a surgery the device turned itself off and could not be switched on again. It was confirmed that the knee arthroscopy was performed on the (B)(6) 2023 and the tubing ar-6420 (lot: z3024) was used with the reported pump. The pump was set at 50mmhg and there were no alarms or error messages. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. A most likely cause is attributed to damages resulting from repeated use / wear and tear.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-6475 continuous wave iii arthroscopy pump serial (B)(6) was returned for investigation. Upon visual inspection, regular signs of wear and tear were observed on the device housing. The pump was connected to the power, and the on/off switch was pressed, but no reaction was observed. After several attempts, the reported failure was confirmed; the device is not working. The most likely cause of the reported and observed failure is wear and tear of the device. Manufacturing date: 26-jun-2014.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the device turned itself off and could not be switched on again. There was no harm for patient, operator or third party reported. No further information received. Update avoe (B)(6) 2023. It was confirmed that the knee arthroscopy was performed on the (B)(6) 2023. And the tubing ar-6420 (lot: z3024) was used with the reported pump. The pump was set at 50mmhg and there were no alarms or error messages. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-6475 continuous wave iii arthroscopy pump serial (B)(6) was returned for investigation. Upon visual inspection, regular signs of wear and tear were observed on the device housing. The pump was connected to the power, and the on/off switch was pressed, but no reaction was observed. After several attempts, the reported failure was confirmed; the device is not working. The most likely cause of the reported and observed failure is wear and tear of the device. Manufacturing date: 26-jun-2014.